Event description:
The customer reported that the unit failed to recognize the battery in the a compartment.

Manufacturer narrative:
The customer reported that the unit failed to recognize the battery in the a compartment. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.